Event description:
The rtpr stated that rptr did meter to lab comparison tests, approximately 1 hour apart. Rptr's meter reading at home was 100 mg/dl. Rptr went to the lab, where a test result was 330 mg/dl. Rptr did not have any symptoms. On followup, the rptr confirmed the tests as reported. Rptr reviewed accurate testing techniques, and stated that rptr cleans the meter regularly. No harm was alleged.